Event description:
It was reported that the touch screen of the pump was completely black, impacting the ability to interact with it effectively. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump with updated software and advised the customer to use multiple daily injections (mdi) as backup therapy.